Event description:
Pt reports pump was not going down; pump was still at 40 where pt had started. Turned it off and on and then pump went down. Serial number - (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved.